Manufacturer narrative:
The origional report stated that the haptic was bent "during insertion", therefore this is a user error. The evaluation confirmed one bent in the gusset area in addition to some optic damage. No similar complaints have been received on this lot.

Event description:
Surgeon reports good patient outcome with visual acuity of 20/25.